Manufacturer narrative:
The replaced user interface pcb assembly was further evaluated by physio control. The cause of the reported issue was determined to be due to an electrically shorted capacitor, designator c181, on the user interface pcb assembly.

Event description:
A customer contacted physio control to report that their device would not complete its boot up cycle and that the device had displayed a white screen when powered on. A white screen is indicative of a device lock up and the device may not be able to provide defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio control evaluated the customer's device and verified the reported issue. After the user interface pcb assembly was replaced, a proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted physio control to report that their device would not complete its boot up cycle and that the device had displayed a white screen when powered on. A white screen is indicative of a device lock up and the device may not be able to provide defibrillation therapy, if needed. There was no patient use associated with the reported event.